Event description:
This lead was returned with oos documentation. The pt was in a car accident. Following this, the device had oversensing issues and gave inappropriate shocks. This lead was replaced with a linox. There are no adverse events reported for this pt.